Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 11/21/2015, to report that on (B)(6) 2015, the patient experienced a skin reaction under and surrounding the sensor patch adhesive. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as itching, redness and blistering with puss at the affected area. Patient reported being seen by her dermatologist for an unrelated issue on (B)(6) 2015. Patient reported that she was being seen by her dermatologist for a bump on her head. At the time of the appointment, patient asked her physician about the blisters and discharge she was experiencing from the sensor adhesive. Patient reported that her physician stated the blisters and discharge are an allergic reaction to the sensor patch adhesive. Patient's physician recommended that the patient use skin tac as a barrier to avoid this reaction. Additionally, patient reported that her doctor prescribed flucinonide .05%, date of prescription unknown. At the time of contact, patient reported current condition as "good". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).